Event description:
Allegedly, the pt had a checkup with their general practitioner in 2001 and their bhcg level was 27 miu/ml. A physical exam and sonogram showed no evidence of pregnancy. Based on the elevated bhcg results, the pt's physician was concerned about ectopic pregnancy and a methotrexate injection was administered 2 weeks later. The pt was given a second injection of methotrexate 9 days later because bhcg levels did not drop to normal. A sonogram performed 8 days later showed a "tender spot" on the pt's left fallopian tube. A laparoscopy was performed four days later which showed no evidence of ectopic pregnancy but did show what appeared to be a small cyst on the left fallopian tube. D&c showed no pregnancy matter. 10 days later, a chest x-ray was negative for cancer.